Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after 1.5 hours of treatment with a polyflux 170h, a dialysate leak was observed at the bottom side of the dialyzer. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added to d9, h3, h6 and h10 h10. The device was received for evaluation. The visual inspection by naked eye of the product shows the product contaminated. A leak test of the dialysate side was performed and a leak was found. The reported condition was verified. The cause of the leak was due to a crack in the welding seam. The cause of the crack could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.